Event description:
During testing at the user facility, it was noted that the device door roller was missing. The device was returned to the biomedical department with an unsigned note that stated, "broke". No tracking info was provide; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device door was broken in half. The section containing the door roller was completely broken off, therefore hospira is unable to determine if the door roller was missing. This report represents all the info known by the reporter upon query by hospira personnel.